Event description:
Boston scientific crm received information that this lead had sensed noise leading to oversensing. A boston scientific technical services (ts) consultant reviewed rhythm strips and noted the oversensing caused pacing inhibition with asystole for greater than 2 seconds. The patient is pacemaker dependent. No adverse patient effects were observed.

Manufacturer narrative:
No further information is available. If additional information becomes available, an updated report will be submitted.